Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, before the handle was squeezed, the clips were already closed when loaded into the jaws. They used another device to complete the case. There was no patient injury.